Event description:
During a follow-up, the battery impedance was found too high (> 3kohm). The pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
During a follow-up, the battery impedance was found too high (> 3kohm). The pacemaker was explanted and will be returned for analysis.